Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ deformation observed in the device. ¿ brown particles observed in the device. ¿ wear abrasion observed in the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported a left side capsular contractures, baker grades IV, and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported a left side capsular contractures, baker grades IV, and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.